Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that two axium coils encountered issues. The tail end of the apb-2-8-hx-es spring coil was stretched and successfully implanted after replacement. The apb-1.5-4-3d-es spring coil could not be detached and was successfully implanted after replacement. The physician made 2 attempts to detach the coil with the instant detacher. They did not try to detach with another instant detacher. There was 1 manual attempt at detachment via hypotube. There were no issues reported with the instant detacher. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. It was noted the patient's blood flow was normal and vessel tortuosity was normal.